Event description:
Additional information: the three stents were placed on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted system controller log file confirmed the report of low flow alarms. Although a specific cause for these findings could not be conclusively determined through this evaluation, the account communicated that these events were associated with a partially occluded outflow graft. It was reported that the patient was experiencing frequent low flow alarms. The submitted log file captured transient low flow hazard events throughout the duration of the data, which ranged from (B)(6) 2020 at 01:05:16 am through (B)(6) 2020 at 02:47:36 pm. These findings were associated with the estimated flow intermittently decreasing below the low flow threshold of 2.5 lpm. Estimated flow was captured at values as low as 2.0 lpm during these events. There were no additional details on the outflow graft occlusion to provide, and no images of the occlusion were available. The patient remained ongoing on (B)(6) following this event; however, the patient experienced further low flow alarms in (B)(6) 2020 with the placement of an additional stent (reference MFR # 2916596-2020-02991). Heartmate ii lvas IFU section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 4 entitled ¿system monitor¿ explains that pump flow is estimated based on pump power. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation therapy and the recommended inr range. Heartmate ii lvas patient handbook section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having frequent low flow alarms. The healthcare providers initially suspected hypovolemia and possibly hypotension with too many medications. Log files were sent to the manufacturer for evaluation and captured multiple low flow alarms on (B)(6) 2020. The estimated flow appeared to be consistently below the alarm threshold of 2.5 liters per minute throughout the log file. It was later reported that the patient was found to have a partially occluded outflow graft. Three stents to the outflow graft. Following stent placement the patient was sent home with no further alarms.